Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.   (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 8x80x120 epic¿ vascular stent was selected to treat the lesion. However, during preparation and upon flushing, the physician noted that the distal stent struts was exposed. The procedure was completed with a different device. No patient complications were reported.